Event description:
Caregiver strained back and shoulder while transferring a pt from bed to stretcher. Caregiver was shown physical therapy exercises for treatment. Nurse mgr indicated that facility protocol for pt transfers had not been followed. Caregiver did not plan transfer, did not seek assistance, and did not lock brakes of bed. Bed instructions state brakes should be locked for pt transfers.